Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A23: not registering with the [navigation] system a0709: no lights on the ports a0902: tracking details did not recognize any instruments d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the break-out-box (bob) was "not registering with the [navigation] system". There were no lights on the ports of the breakout box and tracking details did not recognize any instruments interfaced. There was no localizer faulted error populated on screen. The bob was reseated and then the system then functioned as intended. "Printcameradiagnostic" also showed no faults found. There was no patient involvement.